Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported event. The most likely cause of the compromised stent graft integrity was related to the strata graft material of the main body. It was also likely related to anatomy-related issues such as the significant mid aortic angulation. Procedure-related or user related issues, off-label, or cautionary product use conditions could not be determined. Associated clinical harms for this device failure included: type iiib endoleak, sac enlargement and an additional endovascular procedure. The final patient disposition was discharged home in stable condition. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient had a secondary intervention on (B)(6) 2013 to repair a type 3a endoleak with complete component separation. The physician implanted an infrarenal aortic extension and a non-endologix palmaz stent to seal the endoleak. On (B)(6) 2017 the patient had a follow up computed tomography (CT) that showed aneurysm sac growth and a type 3b endoleak. The physician elected to implant ovation devices, an aortic main body, extender, and two iliac limbs to seal the endoleak. The patient was reported to be in stable condition. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft and suprarenal aortic extension was implanted to treat an abdominal aortic aneurysm. Approximately 2 years post-op, the patient presented with graft separation and a re-intervention was performed; however, the details of the re-intervention are unknown. Approximately 3.5 years post-op, the patient presented with a type iiib endoleak and reported aneurysm enlargement; the amount of enlargement was not reported. A re-intervention was performed to reline the afx device with ovation. As of this date there have been no additional patient sequelae reported and the patient will continue to be monitored.